Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the emergency room after receiving multiple shocks, ventricular lead was found to be dislodged. The lead was sensing both p and r waves. During the lead repositioning procedure, the ventricular lead helix would not retract so the lead was explanted and replaced. The patient tolerated the procedure well and was stable. Patient will be followed normally.